Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, during the interrogation performed on (B)(6) 2016 before the replacement of the generator (due to recommended replacement time reached), several non sustained noise episodes were observed. It was not possible to reproduce the noise pattern through maneuvers. The physician decided to not replace the (non-sorin) ventricular lead and to monitor its behavior. Preliminary analysis results showed that a lead issue or a lead/ICD connection issue is suspected at ventricular level.

Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
Reportedly, during the interrogation performed on (B)(6) 2016 before the replacement of the generator (due to recommended replacement time reached), several non sustained noise episodes were observed. It was not possible to reproduce the noise pattern through maneuvers. The physician decided to not replace the (non-sorin) ventricular lead and to monitor its behavior. Preliminary analysis results showed that a lead issue or a lead/ICD connection issue is suspected at ventricular level.